Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The device was inserted and mark was obtained. The foot deployed without any difficulty. The needles were deployed without any difficulty. Upon needle and suture retrieval it was noted that a posterior cuff miss had occurred. The posterior suture was noted to be visible "out from the guide". The foot parked without any difficulty and hemostasis was able to be achieved by using the suture. Following the procedure the device was "checked and it seemed that one cuff was broken." The customer then flushed inside of the guide and noted "the metal piece which seemed to be part of the cuff came out from the guide." There was no report of an adverse patient event.